Event description:
Hcp reported overdose due to programming error. Pt not registered. Pt was receiving 2000 mcg/ml and was changed to 500 mcg/ml the day before the overdose. No bridge bolus was performed. The pt presented with dizziness, lethargy, and increased spasticity. Pt was referred to ER for overdose treatment.